Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s cgm displayed 65 - 85 mg/dl and because she did not feel low, she ate sugary food; however, the cgm values remained the same. She performed a finger stick bg which registered high without a number on her meter. She contacted her healthcare personnel (hcp) who recommended she go to the emergency department (ed). The patient¿s husband took her to the ed where her bg upon admission was high on their meter. A blood drawn glucose values was obtained which was 600 ¿ 700 mg/dl. The patient was treated with IV fluids and insulin. Her bg decreased to 300 mg/dl and she was released home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.